Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent to the point that it had broken. The instrument was unable to be tested functionally due to the condition in which it was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing the mesh with tackers during a laparoscopic inguinal hernia repair, the shaft of the tacker got broken down from the midpoint, which resulted in bending of the shaft which made it impossible for the surgeon to fire the tacks. Suturing was done to complete the case. There was no patient injury.